Manufacturer narrative:
This device was reported as included in the field action.  Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.  Product event summary: analysis was unable to confirm the stated reason for return of "error and the device does not turn off." The unit passed its incoming functional test. It was noted that the battery contacts were visibly contaminated. The device was cleaned, the battery contacts were inspected and visible signs of contamination were removed, it was calibrated and it then passed all tests.

Event description:
It was reported that the external pulse generator generated an error and that the unit does not shut off. The generator has not been returned to service. It was indicated that there was no patient involvement associated with this event. It was further reported that the generator was returned to service.